Event description:
Caller reported that the voicemate system displayed a blood glucose result of 160 mg/dl, gave an audible result of 80 mg/dl. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.